Event description:
It was reported to philips that the device experienced a defib test failure. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 13-jul-2021. Upon evaluation of the device by an authorized bench technician, the reported issue was confirmed and the cause was traced to a faulty capacitor. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the noted failure. Following the repair, the device was deemed fit for use and the unit was returned to the customer to be placed back into service. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.